Manufacturer narrative:
This report is for an unknown unk - nail head elem: tfna helical blade /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a revision of a proximal femoral nailing system (tfna) to a total hip, the proximal femoral nailing system (tfna) blade seem to cut up through the head. The original date of surgery was on (B)(6) 2018. It is unknown if there was surgical delay. Procedure outcome and patient status were unknown. Concomitant device reported: unknown 10mm/130 degree/170 tfna nail (part # unknown, lot # unknown, quantity 1), unknown 5mm distal screw (part # unknown, lot # unknown, quantity 1). This complaint involves (1) device. This report is 1 of 1 for (B)(4).